Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received questionable results for two patient samples tested for qms gentamicin (gent). Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 0.00 ug/ml accompanied by a data flag on a different c502 analyzer. The sample was then repeated on the complained c502 analyzer, resulting as 1.75 ug/ml. The 1.75 ug/ml result was reported outside of the laboratory where it was questioned by a doctor. The doctor did not trust the result because the patient had not been given gentamicin. The sample was then repeated five times on the different c502 analyzer, resulting as 0.56 ug/ml, 0.24 ug/ml accompanied by a data flag, 0.38 ug/ml accompanied by a data flag, 0.35 ug/ml accompanied by a data flag, and 0.51 ug/ml. The repeat value was believed to be correct and it was reported outside of the laboratory as <0.5 ug/ml. The patient was not adversely affected. The gent reagent lot number and expiration date were asked for, but not provided. The field service representative determined that the water pressures of the sample probe and cell rinsing were low. He increased the water pressure of the sample probe external wash and the cell rinse to correct volumes. Special washes were also re-installed on the system. He ran quality controls.